Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an internal collision caused the o-ring/washer to dislodge while the instrument was in the patient. The o-ring was located and removed along with the defective instrument and the procedure continued without further incident.